Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012488256 was returned and analyzed. Visual inspection of the handle area was performed. The inspection identified a kink at the side port tube and the shaft. An inner diameter bump was also seen within the shaft. The steering mechanism and deflection test were performed. No anomaly was discovered. The functional testing was performed. No anomaly was discovered. The native dilator was inserted into the sheath and could not advance fully into sheath due to the inner diameter shaft bump. The performance test with uson leak tester was performed and was in an acceptable range. In conclusion, the sheath failed the returned product inspection due to the side port tube kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the dilator could not fit into the sheath. The sheath was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.